Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In the revising surgeons opinion the tibial component was malpositioned.

Manufacturer narrative:
First knee revision performed on (B)(6) 2017 at (B)(6). The patient had a primary lcs implanted on (B)(6) 2016. In the revising surgeons opinion the tibial component was malpositioned. This is what he asked the scout nurse to put down as the reason for revision on the joint registry form. Patient outcome normal post op recovery. Photos of ap and lateral x-ray of the primary implant in situ are available as is a photo of the implant stickers for the primary procedure. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.